Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib patient relay" message and the shock button was stuck. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report of "defib patient relay" message was observed and attributed to a system interconnection cable that was not properly seated to a connector. The cable was reseated to resolve the report. The customer's report of "shock button stuck" was observed during review of the data log files. A switch retainer bezel was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.